Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis found the lead was returned incomplete and returned in two pieces for evaluation.

Event description:
It was reported that the atrial lead exhibited oversensing and noise. The lead was explanted and replaced on (B)(6) 2014.